Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a lot number or device serial number, the PMA/510k number cannot be determined. (B)(4).

Event description:
It was reported that during the implanting procedure, the leads dislodged when the catheters were removed. Different leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.